Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump stopped working, then resumed normal function for an hour, and then stopped working again. The customer changed the battery and every time she changed the battery a high-pitched noise would occur. The customer removed the battery again and when she reinserted it, the screen froze, the high-pitched noise returned, and none of the buttons would respond. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the constant tone. The customer changed the battery but the constant tone persisted. Troubleshooting then occurred for the keypad anomaly but the customer could not identify any significant events that may have led to the keypad issues. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronic assembly; moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low reservoir alarm, button keypad unresponsive, frozen display and low battery alert due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.